Manufacturer narrative:
The product was discarded.

Event description:
It was reported that after a surgical procedure at the user facility, the device stopped working after collecting 430ml of blood. The collected blood was re-infused. There no delay, no medical intervention, and no adverse consequences reported.